Manufacturer narrative:
Additional information was received on 6/19/2019. The device was explanted on (B)(6) 2019. The device was implanted on (B)(6) 2012. The patient was caucasian. When the device was explanted, bilateral prosthesis replacement with 450cc mentor memorygel breast implants was performed. Is other serious-uncheck. Is required intervention-check. The mentor failure analysis lab received the device for evaluation on 7/1/2019. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 350cc saline prosthesis, catalog #3501655, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/23/2019 mentor became aware that the following statement was erroneously omitted from the supplemental report submitted on that same date: a manufacturing record evaluation (mre) was performed for the finished device number 6432587, and no non-conformances related to the reported complaint were identified. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 7/22/2019. Device evaluation summary: according to the reported information, the patient experienced a deflation of the breast implant. The analysis results showed a crease on the anterior aspect. Within the crease, a tear measuring approximately 0.4 cm was noticed. No other anomalies were discovered. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient who underwent breast augmentation with a mentor smooth round moderate profile 350cc saline prosthesis experienced deflation on an unknown side post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.